Manufacturer narrative:
The initial MDR 2432235-2016-00243 was filed on may 19, 2016. Additional information (06/27/2016): a siemens headquarter support center (hsc) specialist evaluated the event. The liquid level sensing on reagent probe 2 was failing. The observation was that when the liquid level sensing was failing it would not properly sense the reagents and set packs to empty. Additionally failure of the liquid level sensing could contribute to poor aspiration of reagents which would impact the results. The reagent probes and liquid level sensors were replaced. Siemens is investigating this issue.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse reviewed mixer 1, reagent dispensing pump 1, reaction tray wash unit and dilution tray wash unit. The cse replaced the reagent pipetting probes 1 and 2 liquid level sensors and reagent pipetting probes 1 and 2. The cse exchanged the vmio printed circuit board between two advia instruments, and replaced the drain pump cassette. The cause of the discordant, falsely elevated calcium results is unknown. Siemens is investigating this issue.

Event description:
Discordant calcium patient results and quality controls were obtained on the advia chemistry xpt instrument. Discordant results with values of 11 or 12 are intermittently obtained on the instrument, when the true value of the samples is around 9. A patient result was provided as an example. The initial result was falsely elevated and was not reported to the physician(s). The sample was repeated on an advia 2400 instrument, resulting lower. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
The initial MDR 2432235-2016-00243 was filed on may 19, 2016. Supplemental MDR 2432235-2016-00243_s1 was filed on july 26, 2016. Additional information (09/21/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse aligned the refrigerated reagent compartments to improve probe access to the reagents. The customer reported that the calcium method has been performing as expected. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00243 was filed on may 19th, 2016. Supplemental MDR 2432235-2016-00243_s1 was filed on july 26th, 2016. Supplemental MDR 2432235-2016-00243_s2 was filed on october 21st, 2016. Additional information (11/09/2016): a siemens headquarter support (hsc) specialist reviewed the event information. Hsc concludes there is not a reagent lot or method issue. The issue was resolved by onsite system repair by the service. The reagent compartment alignment was adjusted and there have not been any further issues observed. If the reagent compartment or probes are not properly aligned it could cause aspiration issues that could impact patient results. The instrument is performing according to specifications. No further evaluation of the device is required.